Manufacturer narrative:
Initial

Event description:
It was reported that the ilet did not charge on the charging pad, with the charger light solid and the ilet displaying a ¿charge now¿ alert, consistent with a device charging problem involving the battery charger. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and a third party. Investigation of this case revealed a power source problem identified with the battery charger consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.